Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the emergency room on (B)(6) 2021 with unspecified symptoms, although a pause episode was noted on an electrocardiogram. The cause of this pause episodes was attributed to crosstalk on the patient's right atrial lead, resulting in ventricular pacing inhibition. The lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.